Event description:
Reporter says he received an alert in the app saying to stop using the machine due to low readings. Reporter stated that the alert also stated to contact 18003321088. Says that he will contact manufacturer as well.